Event description:
It was reported that the customer was in a coma as the result of low blood sugars. Troubleshooting indicated the device was working properly. Family member states customer has been depressed about diabetes and hasn't been eating properly.